Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the device and event was received on 19oct2020. The device was placed in the patient's left anterior chest wall beside in the user facility's ICU to drain a pneumothorax. The wire was not withdrawn through the needle. After the failure of the complaint device, another kit was opened and the procedure was reattempted. The complaint device wire and needle were only in place briefly and had to be removed together as the wire could not be removed from the needle. The new catheter was in place for 3-4 days.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation it was reported to cook that the guidewire tip within a wayne pneumothorax tray, c-utpty-1400-wayne-112497-imh separated and was retained in the patient's chest wall. This incident was reported by (B)(6) hospital, in the united states, on (B)(6) 2020. Surgery was attempted to remove the segment, but was unsuccessful. No other adverse effects to the patient were noted. A review of the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. A review of sales to the customer from the past three years was unable to narrow down the complaint device lot. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving wire guide in place.¿ based on the information provided, no product returned, and the results of our investigation, a potential root cause for this event has been traced to component failure without a manufacturing/device design deficiency. Although the customer stated the wire guide was not removed through the needle, it is possible that the user manipulated the wire while within the needle before removing; however, this cannot be confirmed with the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k): exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guide wire included in a wayne pneumothorax tray separated in the patient, and the tip of the wire was retained in the patient's chest wall. An additional surgery was attempted to remove the wire fragment, but was unsuccessful. Additional information regarding event details has been requested but is not currently available.